Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 63 mg/dl (mobile), 105 mg/dl (mobile), and 137 mg/dl (compact). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This case, with patient (B)(6), is related to case with (B)(6) the event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer returned an empty test cassette; unable to evaluate strips.